Event description:
A malfunction on the pump was reported by the caller, with the specific malfunction code being malf 12. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The customer experienced at least three occurrences of this malfunction and decided to use multiple daily injections as backup therapy. Tandem technical support sent a replacement pump with updated software to the customer and provided instructions for returning the problematic device. The customer acknowledged understanding of these steps.